Manufacturer narrative:
The following items were returned for complaint investigation and were received as connected: -one used list #cl2000s, chemolock¿; lot #unknown -one used list #cl2100, chemolock¿ port; lot #unknown the chemolock and chemolock port were securely engaged. The reported complaint was unable to be replicated or confirmed. A review of the device history record could not be conducted because no lot number was identified. D9 - date returned to mfg: 14feb2024.

Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ port. When there is a bit of angled pressure between the spinning chemolock injector and the chemolock port (without pushing on the latch/prong part on the injector), the connection reportedly opened quite easily. There was no spill or leakage, but there was delay in the delivery of an unspecified chemotherapy because the nurse needed to be notified by the patient/parent once the IV pump started sounding, then reconnection and restarting the infusion was required. There was no harm reported as a result of the complaint/event. The following general statement was reported: if occurring frequently with a patient, the facility considered a potential solution of co-banding the line at the connection, however, this could potentially also cause pressure on the connection leading it to open with co-band surrounding the pieces.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter phone: (B)(6).